Manufacturer narrative:
(B)(4). Insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, missing serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was unknown at the time of the incident. Customer will replace pump due to serial number worn away. The insulin pump will be returned for analysis.